Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt of the left ventricular lead the patient experienced diaphragmatic stimulation. It was reposition but continued to have the same effect. The lead was removed and replaced successfully with a new lead. The patient did have complications that occurred after the successful implant of a new device and lead that were a result of anesthesia and not related to this event. No patient complications were reported as a result of this lead not being successfully implanted.